Event description:
An overdose was reported. It was noted, the patient received a bolus at 9am and developed "low oxygen level," high blood pressure, then it was noted, her blood pressure was "going up and down," her speech was slurred, she "couldn't" see, complained of light headedness, felt "high", it was "hard" for her to think and she turned "white as a ghost." It was also noted, the patient wanted her device removed, at the time of this report there was no surgery scheduled. The patient was seen in the emergency room. At the time of this report, there was no outcome noted. The device system was used to infuse fentanyl. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Patient programmer: model 8835 serial# (B)(4), implanted: na. Explanted: na. Catheter: model 8709sc serial# (B)(4), implanted: 2012 (B)(6). (B)(4).